Event description:
It was reported that after a meal announcement, the ilet user experienced hyperglycemia with a peak blood glucose of 279 mg/dl that trended down to 242 mg/dl during the call and subsequently to 179 mg/dl as the device increased insulin delivery. Symptoms included elevated blood glucose without reported ketones, backup therapy, or medical intervention. Outcomes included transient hyperglycemia outside of the target range for approximately one hour with recovery toward range under device control. Investigation included user support troubleshooting and education. Investigation of this case revealed no device alarms and that the device adjusted insulin delivery as designed. It was concluded that hyperglycemia occurred with cause unclear, and device malfunction was not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.